Manufacturer narrative:
Uf/importer rpt num: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter intraoperatively, after the balloon was used to inflate and open peritoneal space, the balloon was deflated and while attempting to remove the balloon only the plastic handle came out while the balloon remained inside the abdomen. The balloon was then removed and the case proceeded. There was no patient injury.